Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1216 serial number: (B)(6). Batch/lot number: 797480 model/catalog description: wavewriter alpha 16 ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The paddle lead was suspected to be upside down. Program optimization was attempted and was not successful. The patient underwent spinal cord stimulation (scs) replacement procedure. Patient was doing well postoperatively. Facility kept explanted devices.